Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a fusiform thoracic aortic aneurysm in zone 2. It was reported that there was moderate tortuosity in the vessels. A 38/34/150 valiant device was inadvertently implanted proximal to the intended landing zone, occluding one third of the left common carotid artery. The event was suspected to have occurred while using the quick release trigger. A carotid ultrasound demonstrated no issues and the physician determined no intervention was necessary. No additional clinical sequelae were reported.